Event description:
Same case as 2134265-2014-00533. It was reported that in-stent restenosis occurred. In (B)(6) 2013, clinical status assessment indicated that the patient's qualifying condition was stable angina and was then referred for cardiac catheterization which revealed two target lesions. The first target lesion was a 70% stenosed lesion that was 8mm long with a reference vessel diameter of 2.25mm and was located in the distal left anterior descending artery. The first lesion was treated with predilatation and placement of 2.25x12mm study stent resulting to 0% residual stenosis. The second target lesion was a 90% stenosed lesion that was 14mm long with a reference vessel diameter of 2.25mm and was located in the mid left anterior descending artery. The second lesion was treated with predilatation and placement of a 2.25x20mm study stent resulting to 0% residual stenosis. One day post-procedure, the patient was discharged on dual antiplatelet therapy. In (B)(6) 2013, the patient had worsening of stable angina pectoris and was hospitalized for the same. The patient was referred for cardiac catheterization and in the meantime, the patient's isosorbide mononitrate dose was increased to 60mg in view of the treatment of the angina. In (B)(6) 2013, follow up corelab angiographic reports for target lesion number one in the distal left anterior descending artery noted absence of thrombus and aneurysm with in-stent restenosis (isr) pattern 1b (a length of 5.23) which was treated with target lesion revascularization. Follow up core lab comments note: "focal restenosis in proximal edge of stent." Follow up corelab angiographic reports for target lesion number two in the mid left anterior descending artery noted absence of thrombus, aneurysm and in-stent restenosis with remote target vessel revascularization. The 90% stenosed lesion in the mid left anterior descending artery was treated with predilatation and placement of a 2.25x12mm non-bsc drug eluting stent resulting to 0% residual stenosis with timi 3 flow. On the same day, the patient was discharged on dual antiplatelet.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).